Event description:
It was reported that the user observed a blood glucose of 191 mg/dl on the dexcom app while the ilet pump was not connected to the g7 sensor and the system was not in bg run mode; support assisted the user to connect the g7, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included user interview and troubleshooting focused on sensor-pump connectivity and operating mode. Investigation of this case revealed use-related connectivity issues consistent with a mismatch between the continuous glucose monitor and the pump¿s connection state, with no device alarm behavior reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.